Event description:
Literature was reviewed regarding a geometrical and stress analysis of factors associated with stent fracture after melody percutaneous pulmonary valve implantation (ppvi). A total of 42 patients who all underwent ppvi with the medtronic melody transcatheter pulmonary valve were included in the study population. The authors divided the patients into the following two groups: patients who experienced stent fractures within the first year after successful ppvi (fractured group; n = 10), and patients who had no adverse events in the same timeframe (nonfractured group; n = 32). In some of the cases, a balloon post-dilatation was performed during the implant procedure. It was stated that stent fractures and their location were detected and assessed using routine x-ray images acquired after ppvi. In the fractured group, the authors observed type I (single strut fracture) and type ii (multiple single stent fractures occurring at different sites) stent fractures within one year after ppvi. Increased gradients were also observed immediately after ppvi and at one-year follow-up. No interventions were stated to have been performed for the stent fractures or the increased gradients. No additional adverse effects or product performance issues were noted. Additional information received from the corresponding physician/author stated that interventions were performed to address the stent fractures and resultant increased gradients. However, the corresponding physician/author did not cite the specific interventions that were performed. No further information was provided.

Manufacturer narrative:
Citation: cosentino d, quail ma, pennati g, et al. Geometrical and stress analysis of factors associated with stent fracture after melody percutaneous pulmonary valve implantation. Circ cardiovasc interv. 2014;7(4):510-517. Doi:10.1161/circinterventions.113.000631 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. For the malfunction report pertaining to this literature article, please see MDR number 2025587-2023-03127. If information is provided in the future, a supplemental report will be issued.